Event description:
On (B)(6) 2011, the reporter contacted animas to inform us that a patient using the animas insulin pump was admitted to the hospital to be treatment for a blood glucose reading greater than 600 mg/dl. The patient had episodes of emesis at the time of concern. Animas has made several attempts to contact the patient via phone to obtain more information. A no response letter was sent to the patient. It not clear what contributed to the patient's alleged hyperglycemic episode. This complaint is reported because the patient received medical intervention for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.